Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found three external insulation abrasions consistent with friction to the device can and friction to another device or patient anatomy. The first one was located proximal to the suture sleeve tie impression and the other two were located at the distal tip region. Electrical testing did not find any indication of conductor fractures.